Event description:
The customer reported that this unit gave a screen error code 1000 as well as registering the same error code in the system log. Cycling the power did not resolve the problem. There was no report of pt involvement.